Event description:
A customer reported a malfunction alarm with their pump, displaying a code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump and instructed the customer to return the faulty one using a provided pre-paid label, while continuing to use their current pump for backup therapy.